Manufacturer narrative:
Additional information was received, indicating customer's blood glucose was 290 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.